Event description:
As reported, "revised an exeter/mitch combination this morning". This pi is for the right hip.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device they are being listed as associated devices. Cat # mac-9988-4652; lot # fm061600; description: std mitch trh cp sz 46/52; manufacturer: depuy. Cat # mmh-9988-0446; lot # fm070216; description: mitch trh md hd sz 46-4; manufacturer: depuy.

Manufacturer narrative:
Reported event: an event regarding revision involving an exeter stem was reported. The event was not confirmed. Method & results:  device evaluation and results: visual inspection of the device indicated that the device was returned in used condition. Scratches were observed on the device. This damage is consistent with time spent implanted in the body in contact with cement, followed by attempted explantation. No further surface discrepancies were observed. Clinician review: no medical records were received for review with a clinical consultant . Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot.  Conclusion: visual inspection of the device indicated that the device was returned in used condition. Scratches were observed on the device. This damage is consistent with time spent implanted in the body in contact with cement, followed by attempted explantation. No further surface discrepancies were observed. The event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported, "revised an exeter/mitch combination this morning". This pi is for the right hip.